Manufacturer narrative:
The device was being used for pt treatment at the time of the incident. There were no known physiological or procedural factors involved. A review of the dtf history showed no related conditions at the time of MFR. A review of the cpf history showed no related defects since the machine was released to the field. A secondary search of the dtf history for the blood handling board showed wrong components for this lot number. However, it was verified that this particular cca which was returned in this complaint had the corrected value capacitors (c52 and c31). Test procedure followed: qara 146 sec 1.5, revision: j. 860520003 section 4.1, m. The returned uabd, and blood handling driver cca were placed into a calibrated cs3 machine and operated normally. The checkout test procedure 860520-003, section 4.1 was implemented to test the uabd, and blood handling driver cca. A 7ul air bubble was injected into the tubing to pass by the uabd. This test was done 15 times and the uabd passed every test. The machine was left on for twelve hours to assure maximum operating temperature for the cca and the uabd assembly. With the uabd energized the test was performed again 15 more times with no defects. Therefore, the reported condition was not duplicated. It is possible, at high blood flow rates, for a bubble to move just past the detector unit before the clamp fully stops all blood flow. This can give users the perception that the uabd did not react appropriately. However, it is not clear if this is what the facility saw, and reported in this incident. An air in blood alarm, as described in section 5-11 of the cs3 operator's manual, results in a visual and a steady audible alarm. The venous clamp occludes the return line and stops the blood pump, isolating the pt from the machine. The response would be the same even of the uabd indicated that air was in the blood when in fact it was not, thus a false alarm. In the event of not being able to reset the alarm the pt is still safe because the venous clamp is still clamped and the blood pump is still stopped. In addition the blood can be returned to the pt manually by following the manual blood return procedure in the operator's manual. Testing indicates that this component/assembly met mfg specifications. The failure mode described in this complaint is addressed by corrective action analysis number(s): far#950033. Failure code: uabds098ae.

Event description:
The clinic reported air/foam in the venous bloodline with no alarm condition until air had reached the pt. The pt became restless and short of breath and slightly incoherent. The pt was placed on the left side, oxygen was administered and the pt transported to ER. Pt was hospitalized for observation.